Manufacturer narrative:
(B)(4). The device has not been returned for investigation. No additional test was performed. Verification of failure mode reported in the current manufacturing process could not be performed since the product was not being manufactured. The device history review for the product auto endo5 ml, lot #73d1700009 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the gun has misfired multiple times; the clips were not being loaded into the feeder properly. On a couple of occasions, the clips even fell off the gun even prior to firing and finally, defective clips were coming out of the gun as well. No medical intervention was necessary and the patient has not been impacted by the misfired clips.